Event description:
The physician reported the multifocal intraocular lens was removed and replaced with a monofocal lens due to the patient's inability to adjust to the multifocality of the iol. Patient reported halos.

Manufacturer narrative:
The lens was received cut in two pieces precluding optical analysis. The damaged optic showed scratches on both sides and forcep marks. Our observation of this damage reasonably suggests it is not manufacturing related. Halos are a known and labeled possible side effect of multifocal lens implantation. The iol met all manufacturing specifications prior to release.